Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, there was balloon withdrawal resistance. The lesion being treated was a 3.0mm, 100% stenosed, 30mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation using a 2.5x20mm maverick balloon inflated to 16 atms inflated for 30 seconds. There was balloon withdrawal resistance. The physician had difficulty "pulled hard", and the device was removed intact. The physician placed a 3.00x32mm taxus liberte' study device. There were no further problems or complications.

Manufacturer narrative:
A review of the manufacturing record for the batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident the root cause of the complaint incident could not be identified. Product unavailable for analysis.